Manufacturer narrative:
Records were unavailable at the user facility as the surgeon no longer operates there. A non-infectious inflammatory response was noted. A second implant was used with no issues. Current info is insufficient to permit a valid conclusion about the cause of the event. If additional info becomes available a supplemental report will be filed.

Event description:
As part of a survey response regarding manufacturer's implant, a surgeon wrote "had to explant due to reaction". No additional info was given.